Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported to have scratches on display screen and all around the case was cracked. Customer reported that battery was held in with tape and insulin pump would sometimes shut off. Button error alarm was also reported. Customer does not know how damage occurred. Customer's blood glucose was 200 mg/dl. Customer declined troubleshooting. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump received with intermittent button response due to light moisture damage to keypad traces. No button error alarms noted. The insulin pump powered up properly after battery installation. The insulin pump received with operating currents within spec. Unit was monitored and no blank display anomalies were noted. The insulin pump passed self test, unexpected error test, rewind, basic occlusion test and displacement test. However, unable to prime insulin pump during prime test due to faulty force sensor resistor. Unable to perform excessive no delivery test due to prime anomaly. The insulin pump received with broken battery tube threads. The insulin pump received with minor scratches on lcd window.